Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on 2019-may-22. It was reported that their five previous spinal cord stimulator (scs) systems ¿haven¿t done squat¿. The patient further reported on 2019-jun-25 that none of the devices worked. The patient mentioned that their physician tried suggesting that they get a sixth device, but they declined. No further complications were reported or anticipated. Indication for use is unknown.